Manufacturer narrative:
Evaluation completed. See the failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported the patient was placed on the nkv-330 ventilator and the ventilator displayed a technical fault 00012. The ventilator would not stop alarming. The respiratory therapist (rt) made sure all connections were good and the ventilator continued to alarm. The rt noted that it seemed like there was ''excessive blowing pressure'' coming from the ventilator. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on high flow oxygen instead. There was no harm to the patient.